Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At the time of implant, the left atrial pressure was 11. During the procedure, the closure device did not meet position, anchor, seal and size (pass) criteria due to size as it was below ten (10) percent compression in at least one of the four (4) standard views. The physician decided to release the closure device prior to completion of pass criteria, so this measurement was obtained afterwards, and the physician was not concerned. During a routine follow up transesophageal echocardiography (tee) performed on (B)(6) 2026, the closure device was noted to have embolized. Next steps have not been determined; the patient is not having any known issues due to this event per the account. No further information was provided.